Event description:
Information received by medtronic indicated that the retainer ring was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Retainer ring= (black). On (B)(6) 2021 customer called with physical damaged on pump. The ring and the belt clip does not work. No further concerns were recorded. P-cap locked in place properly. Insulin pump passed displacement test properly during testing. Unit received with partially broken retainer and cracked keypad at select button. New belt clip was inserted and it locked in place properly. No broken belt clip rails noted during visual inspection. Customer concerns were confirm during visual inspection when partially broken retainer was noted. No damage on belt clip rails noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.